Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) level was 492 mg/dl. The customer addressed their bg with a manual injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.